Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm occurred. A system check was being performed by tandem technical support, however, the customer declined to further complete the system check. Customer resumed insulin delivery. Customers blood glucose was 171 mg/dl.